Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self test. Unit unable to locate sensor signal and no communication with sensor confirmed, problem isolated to pcb 2. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the light on the sensor was not turning green. Customer stated the transmitter led did not blink when it was connected to the sensor. Customer declined to performed troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.